Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication not appeared in due now screen even when it was due. The technical support specialist (tss) performed an active orders report on the server and identified four active orders with an unmapped frequency code. Tss mapped the code initially to prn, which caused orders to appear under the prn screen instead of due now and witnessed real-time medication pull and confirmed incorrect behavior due to prn mapping. Tss then updated the frequency mapping to qnh, which corrected the issue and restored expected functionality. The system functioned as intended after the technical support specialist troubleshot the device

Event description:
It was reported that when using the bd pyxis¿ es server, the medication not appeared in due now screen even when it was due. Piperacillin/tazobactam 3.375 g and 4.5 g along with associated sodium chloride 0.9% 100 ml minibag are not populating. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.